Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has became aware of the customer complaint indicating the patient's fall from the concern to shower trolley. Following the information reported the resident suffered an serious injury described as "broken body part".

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. After review of the reportable complaints for concerto and basic a limited number of cases were found when the patient fell out of concerto without any malfunction of the device. Comparing to the total number of about 36500 devices sold since 1999 the complaint ratio is considered to be very low. From the device description submitted by an arjohuntleigh technician it can be assumed that it was performing as intended, no malfunction was found, except scratched paint and cover, which would not have an influence on the event. We have also not been able to find any contributing manufacturing anomalies. The concerto shower trolley was used for the patient care at the time of the event and in that way contributed to the event. It has been reported that during the transfer from concerto to bed, the resident threw herself landing with her back on the trolley and with her knees on the bed and pushing the trolley away. The brakes were reported applied on both concerto and bed. The instruction for use which was delivered with the device (IFU no. 04.ba.02/5us,ca) gives guidelines how to transfer the resident and also safety warnings. "Warning! Make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest. Always make sure that the wheels are locked on the concerto during resident transfer from/to bed/wheelchair etc. And when the concerto is stationary." On page 13 there is detailed instruction how to transfer the resident from the bed to concerto and the other way around. "1. Lower the bedrail on the side where the transfer will take place and make sure that the opposing bedrail is raised, if any. Turn the resident on his side. 2. Lower the side support of the concerto on the side facing the bed and turn the edge of the mattress down. 3. Move the concerto in over the bed as close as possible to the resident and lower it until it is resting against the bed mattress. 4. Apply the brakes! 5. Lower the other side support and roll the resident over onto the concerto. Raise the nearest side support and make sure that the resident is lying in the middle of the stretcher both length and breadthwise. Warning! If the resident's position is off center the concerto may tip over causing serious injury to the resident and caregiver." Basing on the information we were able to obtain and evaluate, that this incident was most likely caused by a human error as a result of not following the handling procedures described in IFU and not paying attention if the patient remain in correct position and other relevant points of the IFU as stated here. When the IFU would have been followed and the proper monitoring of the patient position would be provided it is highly probable that this event would not have happened.

Event description:
Initially it was reported that the patient fell from the concerto shower trolley. Following the information reported the resident suffered an serious injury described as "broken body part". After the visit of the arjohuntleigh representative at the customer's site, detailed description of the incident was provided. The resident was put on the slide for transfer from the trolley to bed. Concerto and bed were placed on the same level on the brakes. While moving the resident from the trolley to bed, she moved uncontrollably and landed on her back on the trolley and knees on the bedside and pushed the trolley away. Then the resident slipped from the trolley and fell between the bed and concerto, hitting the legs of the bed and getting wound on the right knee.